Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer reported that after removing battery, a battery out limit alarm was received. Customer was not able to clear alarm due to buttons not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump monitored for several days for low battery. The insulin pump received with normal operating currents. No unexpected battery out limit noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.